Event description:
It was reported that the pt had an infection, was admitted to the hosp and treated with an antibiotic (type unknown). It was also reported that due to wound dehiscence, surgery was performed to repair the skin and the pt's device was explanted.

Manufacturer narrative:
The company was also notified that the explanted device will not be returned to advanced bionics.